Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on july 25, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2011 by dr. (B)(6) at (B)(6) medical center in (B)(6). No attempt has been made to retrieve the filter, therefore it remains implanted. The patient alleges that breakthrough pulmonary embolism has occurred. Argon¿s attorneys are attempting to gather additional information.